Manufacturer narrative:
Investigation: one sample and two photos were received for evaluation. Both the sample and photos show the luer tip bent. This was due to the syringe being misplaced on the sterilizer tray. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that before use of the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% the barrel tip was distorted. The following information was provided by the initial reporter: distorted barrel tip.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% the barrel tip was distorted. The following information was provided by the initial reporter: distorted barrel tip.